Event description:
It was reported that the atrial lead was explanted due to dislodgement. On (B)(6) 2017, an elevated atrial threshold and decreased p-wave amplitude were noted. Fluoroscopy was performed during the atrial lead revision and it was noted to be dislodged. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.